Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system experienced problems with uncommanded collimator closure, cine run not operating correctly and image quality issues. Each of the malfunctions were corrected with reboot. No patient injury reported.